Event description:
It was reported by service report that the footboard modules were broken out. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: tabs that lock the modules in place were broken off.